Event description:
The customer reported an aa47 alarm on the insulin pump which occurred around the time of an upload to carelink. There was no significant event reported leading up to the alarm. The customer's blood glucose value was unknown. The customer was advised to monitor the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).